Manufacturer narrative:
Follow-up # 1 date of submission 02/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/11/2014 with the following findings:a review of the pump¿s history showed that the last basal and last bolus deliveries were on 09/20/2013. No alarms outside of normal use were observed and the total daily doses added up to correctly reflect the user¿s programmed basal rates. No battery cap was delivered with the pump; a test cap was used for testing and the pump was able successfully power on. A delivery accuracy test was successfully completed; the pump was found to be operating within required range. No alarms occurred during testing. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No intermittent conditions were observed with the keypad or audio bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the pump was intermittently not delivering bolus for about two months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.